Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported the hospitalization due to high blood glucose. The blood glucose reading is 307 mg/dl. Caller stated that the customer was admitted to ICU. The blood glucose reading at the time of the event was 440 mg/dl. Customer was vomiting and severe headache. Customer had ketones. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.